Event description:
A malfunction was reported on the pump by the caller. The issue caused the customer's blood glucose to exceed safe levels, although the specific value was not provided. The customer contacted technical support, who provided instructions to reset the pump, and assisted in the process. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer understood to contact support again if the issue returns.